Manufacturer narrative:
The patient sample was provided for investigation. The customer¿s positive a-hav ii and a-hav igm results could be reproduced. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the results reported by the customer could be reproduced and that the sample result is considered to be true reactive. The discrepancy of the results with elisa testing may be consistent with a patient with an early hepatitis a infection. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hav assay and elecsys anti-hav igm results for 1 patient sample on a cobas e 801 analytical unit. This medwatch will cover elecsys anti-hav igm. Refer to medwatch with a1 patient identifier (B)(6) for information on the elecsys anti-hav results. The initial anti-hav result was 0.21 coi, interpreted as positive. The initial anti-hav igm was 7.44 coi, interpreted as positive. The dates of testing were requested but not provided. The results were reported outside of the laboratory. The sample was sent for elisa testing. On (B)(6)2023, the anti-hav igm elisa result was negative. On (B)(6)2023, the anti-hav elisa result was negative. The manufacturer of the elisa tests was not provided. The analyzer serial number is (B)(6).